Manufacturer narrative:
A ge representative performed an on site investigation. A cable was replaced. No further information is available.

Event description:
The customer reported that the 8800 system displayed a generator error. No patient injury was reported.